Manufacturer narrative:
Batch review performed on 27 february 2019: lot 167432: (B)(4) items manufactured and released on 15-mar-2017. Expiration date: 2022-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 year and 8 months after primary surgery, complaining of pain caused by a loose tibial tray. The surgeon revised the tibial tray and tibial insert. The surgery was completed successfully.